Event description:
It was reported that a patient's implantable neurostimulator (ins) was "not working whatsoever".

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).